Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted once the evaluation has been completed.

Event description:
Customer reported that "port closest to female" leaked during an infusion. No pt harm or medical intervention was reported. Although requested, no further pt or event details were provided.